Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. There was no adverse impact the customer¿s blood glucose.